Manufacturer narrative:
Device evaluation results: the affected cadd cassette reservoirs was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 18 inches and under normal conditions of illumination. No cuts or damages that could cause leaks were found. A syringe was used to infuse water into the cassette bag. The functional test revealed that the product was leaking. The customer reported product problem was therefore confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.

Event description:
Information was received that after closing the cassette, there appeared to be leaving via the line. Incident occurred during the filling of the cassette, during preparation.